Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to improper placement of the electrode array and the tip of the electrode array was found to be folded over in the cochlea. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 04, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 22, 2023.